Manufacturer narrative:
E1: patient city - (B)(6), patient country - czech republic. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that patient experienced an event of infusion set detachment while partying on (B)(6) 2025. The site of detachment was reservoir. The infusion set was in use for one day. The insertion site was belly. No further information available.